Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 3.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts the midsection to the distal end stretched distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good. However, returned device analysis revealed a stent damage.